Event description:
It was reported that on (B)(6) 2023 a novasure procedure was performed and the patient had a burn of the sigmoid during the ablation of the endometrium. There was no visible uterine perforation during the laparotomy to repair the hole in the sigmoid but the 2 uterine horns showed a burn clearly visible in laparotomy, meaning that all the layers of the uterus were burned, mucosa-muscle-server during the initial operation. The patient had a laparotomy to repair all three in the sigmoid. The patient did not need bowel resection or aton. No additional information available.

Manufacturer narrative:
D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.